Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a heart attack today, (B)(6) 2016 and had a transient ischemic attack on saturday. The squad car was there and they could not get the heart reading with the device on. They could not get the device to turn off to get a heart reading. The patient was on the way to the emergency room (ER). The consumer was walked through how to turn off the device, but troubleshooting could not be performed due to lack of access to the product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported they had been able to turn the device off, were able to get the heart monitoring equipment to read the heart without interference and the patient had recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.